Event description:
Device was returned due to the claim that the power cord, which is an accessory to the device, had failed. Evaluation of the power cord concluded that the molded female connector that connects the power cord to the device had show separation. There was no reproted pt harm. The power cord was replaced to address the customer's complaint. Design of the power cord meets applicable safety standards.